Event description:
The patient is implanted with a scs system which includes two leads from the same lot. It was reported the patient underwent a permanent implant procedure. The stylet was removed without issue from one of the leads, however; during the removal of the stylet from the second lead , the hub on the stylet broke off. The physician attempted to use forceps to remove the stylet, however the terminal end of the stylet broke off. The physician left the stylet in the lead and the lead remains implanted. The patient is receiving effective stimulation postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.